Event description:
It was reported that the bd 3ml luer-lok¿ sterile syringe packaging is missing label information. The following information was provided by the initial reporter: syringe packaging did not have the expiration date on label.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown . Investigation summary: one photo of two 3ml luer-lock syringes was received and evaluated. The image shows two similar packages next to each other with one containing the batch and expiration date information, batch 8004849 and expiration date 2022-12-31. The package next to it has the applicable information missing from the package. The condition observed is non-conforming per product specification. This batch was manufactured in 2018. Bd has since that time implemented the current package graphics process to include a 2-d barcode scan and new printer system to meet regulatory requirements. A device history record review was completed for provided lot number 8004849. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 8004849. Medical device expiration date: 31-dec-2022. Device manufacture date: 04-jan-2018.